Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered recently, indicating that the rv lead had an elevated sensing integrity counter (sic) level. The patient came to the clinic and it was observed that the rv lead had exhibited varying impedances and noise. There was also a suspected rv lead fracture. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.